Manufacturer narrative:
The rad-87 device involved in this event was returned for evaluation. During evaluation it was found that one led segment did not illuminate due to a faulty diode on the ui board. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported the top led segments do not illuminate. There is no report of any patient impact or consequence as a result of the issue.